Event description:
The international customer reported the ventilator was not functional on backup battery and the ac mains and charging leds were continuously blinking. The customer reported the device was not in use therefore there was no patient involvement or harm. Upon evaluation, the manufacturers field service engineer (fse) reported a problem with the device power supply. A replacement power supply has been ordered for service of the reported problem. Power failure due to loss of ac or battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Event description:
The manufacturers field service engineer replaced the power supply to address the reported problem.

Manufacturer narrative:
Completion of device service pending.

Manufacturer narrative:
Supplemental report